Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a battery pocket/implant site infection 6 weeks post operatively that resolved. The company re presentative had no information on any specifics regarding the infection, as the patient had mentioned it in passing. Specifics about the infection were requested from the patient¿s physician. If received, a follow up report will be sent.